Event description:
It was reported that a caucasian female patient, involved in a clinical trial, underwent a primary breast augmentation surgery with implantation of a 550cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a what was described as a breast mass/cyst. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cyst. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 20, 2023, mentor received the following additional information. The patient underwent surgical intervention to remove bilateral breast masses/cysts. There were no reported manipulations to the breast implants. As an event for the contralateral side was reported, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-11271 for the contralateral event. Manufacturer¿s reference number: (B)(4).